Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant during its installation surgery due to the low primary stability achieved (15ncm). The installation region was 4# and the patient presented insufficient bone quality/quantity (bone type IV).